Event description:
Unable to deflate foley catheter balloon. Pt with no urine output. After all attempts to deflate foley failed, physician inserted needle through pt's scrotum to deflate balloon. Foley then removed. This is the second reported event involving deflation issues with the bard catheter since 6/99. The catheter will be returned to the bard sales rep on 11/8/99 for testing by bard.